Event description:
Customer sent in the device for evaluation and repair for the issue of bad image. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the device yielded no image. This is attributed to the faulty charge couple device unit. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image. This is attributed to the faulty charge couple device unit. In addition, it was noted that the cable had a kink. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.